Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2014 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Concomitant products: unknown leads, implanted unknown date. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) showed elective replacement indicator (eri) status. The device experienced a measurement lock-up which triggered a false eri. The device was reprogrammed back to the previous parameters and it remains in use. No patient complications have been reported as a result of this event.